Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393011, 510k #k172199, upn#(B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative disk disease procedure: minimally invasive transforaminal lumbar interbody fusion level implanted: l5-s1 it was reported that intra-op, spacer broke into multiple pieces during impaction. The product came in contact with the patient. No fragment remains in the patient. No patient symptoms or complication were reported as result of this event.